Manufacturer narrative:
Block b3: exact date unknown, approximate event based on the day of explant. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db220145dc0. Model: db-2201-45dc. Serial: (B)(6). Batch: 19099926. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db220145dc0. Model: db-2201-45dc. Serial: (B)(6). Batch: 19152493. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 18878625. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 19090130. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 18766587. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 19078180. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement surgery during which all implanted devices were removed. The reason for the explantation remains unknown. The explanted devices will not be returned for analysis, as they were discarded by the medical facility. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, approximate event based on gfe answer that states around february. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45dc, serial: (B)(6), batch: 19099926, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45dc, serial: (B)(6), batch: 19152493, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 18878625, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 19090130, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 18766587, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 19078180, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement surgery during which all implanted devices were removed. The reason for the explantation remains unknown. The explanted devices will not be returned for analysis, as they were discarded by the medical facility. No further information has been obtained. Additional information was received stating that the there were no issues during the surgery, and the device was functioning properly. The dbs system was electively replaced to better align with the progression of the disease.